Event description:
It was reported that when using the bd pyxis¿ es server had connection issue and critical override at healthsight viewer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override at health sight viewer (hsv). A technical support specialist (tss) dialed into the station es-edac and confirmed that the station was off critical override, and no icon was on the station. The last server communication was current with server time/station time, then checked on hsv and the notice disappeared, then run critical override reason query and internal code for critical override (co) was showing as syncdelay. After that the tss started the co start and resolved. After that the syncdelay showing there was communication issue between station to server which triggered the critical override icon. After that the station catch up the communication and the issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.